Event description:
Sudden change in eyesight. I had switched to using hubble brand daily contact lenses from my previous acuvue brand- after using the hubble contacts I began to have vision problems, swollen corneas and ulcers in my eyes-these have required medical treatment and ongoing vision care to correct. I have seen my eye doctor on numerous occasions for these issues and had been prescribed eye drops to relieve the swelling and inflammation. It wasn't until my dr realized that I had been using hubble contacts that he understood what was causing the issue and he recommended that I immediately discontinue using and discard them. Vision correction. FDA safety report ID # (B)(4). Scanned pages.